Event description:
According to the information reported by the customer, the portable ceiling lift detached from the carabineer and fell on the resident (near the arm). The resident and the caregiver were hurt but no more details are currently available.

Manufacturer narrative:
Date of event (section b3) was estimated based on the awareness date. The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
According to the information reported by the customer, the ceiling lift detached and fell on the resident. The resident and the caregiver sustained bruises. The maxi sky 440 can be attached using a carabiner connected to the ceiling lift with an adjustable strap. The carabiner with the strap is connected to the reacher, which allows the ceiling lift to be mounted on a rail. In the reported case, the strap detached from the carabiner.

Manufacturer narrative:
The device inspection performed by the arjo field service technician did not reveal any failure in the maxi sky 440 or the reacher accessory. Facility staff reported that one of their caregivers observed a resident manipulating the device, specifically opening the carabiner. During a visit to the customer facility, the arjo field service technician noted that the devices were stored in a corridor where residents could easily access and manipulate them. The technician advised the facility to store the devices in a dedicated room to prevent such situations. Additionally, the arjo sales representative conducted two full training sessions for the caregivers. The instructions for use (001.16000.33.en) dedicated to maxi sky 440 include important safety directions. One of them states: "always ensure that: the product is used by trained caregivers. The daily maintenance is carried out before using the lift." Additionally, the section concerning user inspections includes several checkpoints that need to be completed before every use, including the inspection of the strap and hook. If these inspections are performed as required by the IFU, the risk of incorrect strap attachment is minimized, as such issues can be visually detected during these checks. Based on the information gathered, the most probable root cause is that the ceiling lift was not properly connected at the point where the strap attaches to the carabiner. Although no failures in the arjo device that could contribute to the reported event were found, the device does not meet the specifications as the strap detached. The resident was involved in the event and sustained a non-serious injury due to being hit by the ceiling lift.

Event description:
According to the information reported by the customer, the portable ceiling lift detached from the carabiner and fell on the resident (near the arm). The resident and the caregiver sustained minor bruises. No medical intervention was needed.

Manufacturer narrative:
The device inspection did not reveal any device failure. The results of the investigation will be provided in the next report.